Event description:
It was reported that an atrial arrhythmia (aab) alert was generated for an aab greater than 0.5 hours. Review of the presenting and stored atrial tachycardia response (atr) electrograms showed farfield r-wave oversensing (ffrwos). A mode switch occurred due to the ffrwos; native conduction occurred followed by trigger pacing which effectively reduced cardiac resynchronization therapy (crt) pacing. The clinical observations were documented, and further review was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.